Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the cutter was not able to aspirating effectively. The cutter had to be changed to another to proceed with the cataract and vitrectomy combination surgery. There was no information about patient impact.